Event description:
It was reported that during central processing, the force bipolar instrument was found to have a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "broken tip". Failure analysis found the primary failure of "broken tip" to be related to the customer reported complaint. For clarification, the instrument was found to have the molded insulator broken at the distal end. As a result, the grip tip became dislodged. A piece measuring approximately 0.047" x 0.190 was missing from the missing molded insulator and was not returned.